Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that an icon popped up and a "healthcare professional (hcp) sym"- was worried it wouldn't charge. The patient called manufacturer and they helped with information and sent a new belt. The issue had resolved. The patient did not know the circumstances that led to the power on rest message. The icon just came on while charging on patient's back. Patient was going to see manufacturer representative (rep), (B)(6) 2019. The issue had not resolved yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of radiculopathy. It was reported that the patient saw a power on reset (por) message, and their therapy stopped. The patient mentioned that they were exposed to electromagnetic interference at a (B)(6) recently. The patient reported that they stopped to look at something and had been ¿jolted.¿ the patient stated that it felt like it had ¿skipped a heartbeat.¿ the patient described it as feeling like a quick increase of stimulation, and then the stimulation went back down. The patient noted that this had happened at home as well prior to going to (B)(6). The patient reported that the por code could not be cleared. The patient was redirected to their healthcare provider (hcp). No further complications are anticipated.